Event description:
It was reported to medtronic minimed that the customer experienced pump error 41. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed for the event.customer reported receiving a pump error. Customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self-test. P-cap locks properly into the reservoir compartment. No pump error 41 noted during testing. Successfully downloaded history files and traces using thump. Pump error 41 alarm was found in the history files on event date of (B)(6) 2024 09:29:32.000. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor and force sensor. The motor was tested outside of device and passed. The motor had an intermittent failure not detected during test. The following were noted during visual inspection: scratched case, cracked keypad overlay, pillowing keypad overlay, corroded motor home switch, battery tube threads - cracked, cracked case (battery tube), and corroded battery tube. Pump passed required testing and pump errors 41 was confirmed in the pump history due to corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.